Event description:
According to the operative report (or) provided by the hospital, during the implantation of 25 mm carpentier-edwards pericardial valve, the entire posterior leaflet and subvalvular apparatus were preserved. It was stated in the or report that "one of the leaflets appeared to be very taut and was not coapting well with the other two leaflets, the cause of this was not certain. We examined the struts with dental mirror and there was no evidence of entrapment with any suture or with any subchordal apparatus." According to the transesophageal echocardiographic report, the pericardial tissue valve "had a moderately severe regurgitation with a central jet. The exact mechanism could not be determined, but it was clear that in systole the leaflets were not coapting adequately and there was moderately severe mitral regurgitation."

Manufacturer narrative:
Additional manufacturer narrative: the sample was received and evaluated at edwards lifesciences, product evaluation laboratory in irvine, ca. The device was evaluated via x-ray, gross visual observation and functional evaluation. The summary of evaluation results state: this valve was explanted at implant due to "one leaflet not coapting properly." According to the operative report (or) provided by the hospital, during the implantation of 25 mm carpentier-edwards pericardial valve, the entire posterior leaflet and subvalvular apparatus were preserved. It was stated in the operating room report that "one of the leaflets appeared to be very taut and was not coapting well with the other two leaflets, the cause of this was not certain. We examined the struts with dental mirror and there was no evidence of entrapment with any suture or with any subchordal apparatus." According to the transesophageal echocardiographic report, the pericardial tissue valve "had a moderately severe regurgitation with a central jet. The exact mechanism could not be determined, but it was clear that in systole the leaflets were not coapting adequately and there was moderately severe mitral regurgitation." General observations: there are suture remnants [on the valve] and damage to the sewing ring cloth on the inflow side which likely occurred during the implant and explant of the valve. Lateral creases on the bellies of all three leaflets are present as viewed from the outflow side of the valve in air. These creases are unusual and suggest that an appreciable, continuous force was applied to the outflow edges of the leaflets for a non-momentary period. A series of minute indentations in the leaflets were found on the outflow side of leaflet 2 where it attaches to the wireform. These indentations seem to mimic the pattern in the wireform cloth cover, suggesting that the leaflet was continuously pressed against the cloth covered wireform with an appreciable force for an extended period. Considering the nature and degree of the leaflet creases and indentations, this valve would not pass the visual quality inspections during manufacturing at edwards. While it cannot be determined with certainty, it is possible that these creases and indentations may be the result of the interaction with the implant site and procedure. There is no evidence of suture looping present on any of the leaflets. X-ray imaging shows the wireform and stiffener band are intact. A review of the manufacturing and inspection records related to this device was completed and the results demonstrate that the device met all specifications. Echocardiography: no echocardiography video was provided; thus the behavior of the valve observed in vivo cannot be confirmed. Leaflet flexibility: the leaflets are slightly stiffer than similar un-implanted valves when probed with a finger and snap when returning to a closed position. Leaflet stiffening is most likely due to blood exposure during implantation and subsequent storage in formalin after explantation. This increase in stiffness may influence the appearance of the returned valve, the function of the leaflets, and the flow and leak assessments performed under fluid pressure. Pulsatile flow functional evaluation: functional testing was performed in a pulse duplicator under normal physiological conditions. Valve appearance at opening and closing is normal. There is a slight difference in the height of the free edges between leaflet 1 and the other two leaflets, but no central hole is visible. All three leaflets were observed to coapt properly. The total regurgitant fraction (trf) is 2.9%, which is more than five times below the 15% maximum allowed for this size valve per (B)(4). This small amount of regurgitation would not normally be considered clinically significant. Summary and conclusions: this valve was explanted at implant due to "one leaflet not coapting properly", no echocardiography was provided; therefore the behavior of the valve observed in vivo could not be confirmed. Substantial creases were observed on all three leaflets. Also, an indentation pattern suggests appreciable, prolonged loading of all three leaflets from the outflow side, with one leaflet being held open for a non-trivial period. While it cannot be determined with certainty, it is possible that these creases and indentations may be the result of the interaction with the implant site and procedure. There is no evidence of suture looping on any of the leaflets. Edwards standardized in vitro pulsatile flow testing showed that all the leaflets coapted well. The small amount of regurgitation observed (2.9%) is more than 5 times lower than the 15% maximum allowable for this size valve per the requirements of (B)(4).

Manufacturer narrative:
Evaluation method: conclusion: device evaluation anticipated, but not yet begun. Additional manufacturer narrative: review of the device history record (DHR) and analysis of subject device is in progress.

Event description:
Reportedly, a bioprosthetic valve was explanted at implant due to one leaflet not coapting properly. After the patient was weaned from bypass, the report states, "intraoperative tee"; however, revealed significant largely central, but very slightly eccentric mitral regurgitation of unknown etiology. There is no paravalvular leak. The cause of this was not clear. "The left atriotomy was reopened and the mitral valve prosthesis was exposed. One of the leaflets appeared to be very taut and was not coapting well with the other 2 leaflets". We examined the struts with a dental mirror and there was no evidence of entrapment with suture or with any of the subchordal apparatus. The valve was explanted, removing all pledgets and suture material. On examination after explantation again one of the leaflets was very taut and did not coapt well. The posts and the annulus itself appeared to be normal without any distortion."